Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent delivery accuracy testing; the customer's reported problem regarding delivery accuracy was unable to be duplicated. Three separate delivery accuracy tests were per formed. All were within the pump's delivery accuracy manufacturing specifications of +/-6 percent. No problems were found with the delivery accuracy of the pump.

Event description:
Information was received that a smiths medical ambulatory infusion cadd solis vip pump is not delivering anything. No adverse effects reported.